Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, after the guide catheter was cut the lead threshold increased and it was suspected the lead dislocated. After removing the lv lead, it was found that the screw at the tip of the lead was attached to the muscle and could not be completely removed. A different lv lead was used to complete the procedure. No patient complications have been reported as a result of this event.